Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00070 on 17-feb-2023. Additional information (20-feb-2023): the siemens customer service engineer (cse) performed troubleshooting and replaced the gas spring hinges. The operation of the advia centaur cp was verified and operating as specified. Siemens is investigating the event. Section h6 (type of investigation and investigation findings) was updated to reflect the additional information.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00070 on 17-feb-2023. Siemens filed the first supplemental MDR 2432235-2023-00070_s1 on 17-mar-2023. Additional information (03-may-2023): siemens evaluated the advia centaur cp instrument and event data, including actions performed by the customer service engineer (cse). The instrument is operating as specified post-service repair, and the cause of the event was due to a malfunctioning gas spring hinge. Siemens completed the investigation, and no product problem was identified. The instrument was monitored, operating as expected, and no further evaluation was required.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and noted the front cover of the advia centaur cp analyzer needs repair. The customer informed siemens that a note will be placed on the advia centaur cp analyzer for operators not to raise the cover. Siemens dispatched a customer service engineer to the customer site. Siemens is investigating the event.

Event description:
The customer informed siemens that the front cover of the advia centaur cp analyzer hit an operator in the back of the head. The customer stated that the operator was working on the instrument, and the front cover was not staying up and hit the operator in the back of the head. The customer stated that the operator was not injured, did not seek medical attention, and no first aid was required. The event did not impact patient samples or cause delays in reporting results. There are no reports of patient intervention or adverse health consequences due to the event.